Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was to get MRI information. The caller stated that the patient doesn't have the remote for the ins. The caller indicated that the ins is off and the patient either hasn't been charging the ins or the patient can't charge the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. The caller did not have other details about the status of the ins. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.